Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this lead was surgically abandoned due to unknown product performance issue. Additional information obtained from the field which indicated that the physician attempted to remove the lead but was unsuccessful. The lead exhibited high pacing impedance due to extremely medial stick and subclavian crush. No additional adverse patient effects were reported.